Event description:
During the implantation procedure, there was bad capture, high impedance readings around 1700 and no sensing. The lead was not implanted, another situs lead was implanted successfully.

Event description:
During the implantation procedure, there was bad capture, high impedance readings around 1700 and no sensing. The lead was not implanted, another situs lead was implanted successfully.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4), 2011.(B)(4)

Manufacturer narrative:
(B)(6) 2011, the analysis on this device is pending.